Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge only and successfully resumed insulin. Issue was resolved.